Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not detect the patient when the pads were applied. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device logs were analyzed by a stryker engineer and the issue could not be verified. The issue of not seeing the pads was due to user selection of the pacer function which changes the lead in view. The device acted as designed and there was no identified malfunction.

Event description:
The customer contacted stryker to report that their device would not detect the patient when the pads were applied. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.